Event description:
It has been reported to philips that the allura c-arm lost movement functionality. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm lost movement functionality. Review of the system log file showed c-arm movement position error, as a result of this no motorized movements were available. Upon functional testing, the fse found that the potometer cable connection was not good. Fse checked the extand board, signal cable for the extand board and re-plugged the board, which temporarily resolved the issue. However, the reported issue reoccurred after 10 days and the fse replaced the longitudinal brake. After replacement of longitudinal brake, the system was returned to use in good working order. The codes were updated based on the investigation outcome.